Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome ( readiculopathies). It was reported that the patient had a warning por (power-on-reset) message on their patient programmer this morning ((B)(6) 2017). The meaning of the por was reviewed. Therapy had stopped due to the por. It was indicated that the por was not related to an overdischarged event. It was reported that the patient had a bad fall and broke their should back on (B)(6) 2017. The patient reported that they had terrible pain in their legs starting in (B)(6) 2017. It was reported that a fall was related to this issue. It was reviewed that the por warning message could not be cleared. The patient was redirected to follow-up with their healthcare provider to have their device interrogated. The patient stated that their implant was getting close to end of service. No further complications were reported/anticipated.